Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a seizure. Reportedly, the customer's health care provider suggested that pump settings need to be adjusted. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.